Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's color contrast was an issue, whenever the screen was moved the color changed. It was not possible to adjust the color of the screen. The display flex was damaged. It was also determined at analysis that there was corrosion inside the main device case. The sliding keyboard cover was missing, and the power cord bay door was broken. The programmer was not repaired as it was no longer serviceable. The programmer was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's color contrast was an issue, whenever the screen was moved the color changed. It was not possible to adjust the color of the screen. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.